Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the blue power light was flashing. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. This issue has been escalated to CAPA. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(6). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that the universal battery charger was flashing blue lights. It was reported that the device was not used in surgery. It was not reported if there were any delays to a planned surgical procedure or if a spare device was available for use. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.